Manufacturer narrative:
H3: analysis of the catheter found no significant anomaly; miscellaneous acceptable testing-catheter incomplete/returned in segments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 15-nov-2025, UDI#:(B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. At the time of the event, were no drugs in the pump. It was reported that a catheter issue occurred. During a procedure, the doctor was able to get the catheter into the intrathecal space, however was unable to see cerebrospinal fluid (csf) flow out of the catheter after the stylet was removed. The doctor attempted multiple times and csf was running out of the spinal needle, but once the catheter was put through and the stylet was removed, no csf came out. The doctor said "there was maybe an occlusion" and requested to use a different catheter. The catheter was never implanted and an 8781 catheter was implanted. At the time of this report, the issue was resolved and the patient status was "alive-no injury". There were no patient symptoms. The patient's weight and medical history were asked but were unknown.